Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with manual injection and insulin pump. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Infusion set cannula was bent. Customer stated that they performed high pressure test and insulin pump alarmed no delivery. The device will not be returned for analysis.